Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) white male patient had impella cp pump inserted in the left femoral artery (lfa) for cardiogenic shock (cgs). The pump was unable to recross the aortic valve (av), the patient had hemolysis, pump was removed, and another pump was used.